Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act and up buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act key was not responding and was unable to use the insulin pump. The customer's blood glucose level was 191 mg/dl at the time of the incident. The customer reported that the insulin pump was damaged due to accidental water exposure while washing the wall. The customer stated that the insulin pump was exposed to fluid in the past with no moisture visible in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.